Event description:
Report received indicated the patient skin was stripped where they had removed the dressing after a hip incision. This occurred 10 days after post op surgery. It was also noted that the normal amount of post op swelling occurred after removal. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taking from the quality report evaluation: patient sensitivity to the dressing components resulting in an allergic response is anticipated for this product. Process controls for the manufacturing and packaging of this product are in place and are functioning properly.